Event description:
The customer reported that while preparing the device for use, there were spots and discoloration in the image. There was no patient or procedure impact. There was no harm or user injury reported due to the event. The scope was returned to an olympus service center for evaluation. During inspection and testing, a gap was found in the adhesive at the distal end. This report is being submitted for the malfunction found during evaluation (gap in adhesive at the distal end).

Manufacturer narrative:
In addition to the gap in the adhesive at the distal end, service also found the image had a flare effect and was grainy, the acoustic lens was damaged, and the distal end of the scope was discolored and deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the gap in adhesive on the distal end likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.